Event description:
Metal colonic stent did not deploy as expected. Attempted to place wallflex stent and it did not deploy as expected. Stent was removed in total from pt. Procedure to be repeated with new item. MFR notified. No harm to pt except extended hosp stay by 1 day.